Event description:
During an in clinic follow-up, episodes of post-sensed t-wave oversensing (pstwo) were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.